Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. The unit did not power on with batteries, but it does power on with a 9v adaptor. The nurse call feature does not come at the nurse's station and when the cable is moved, the nurse call light turns on. The unit led cover is pushed into the case. There are scuff marks on the case. The 9vdc and rj-11 pins are corroded. (B)(4).

Event description:
Customer reported that the alarm is broken but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No pt incident or injury was reported.